Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced unexpected hypoglycemia followed by hyperglycemia while using the ilet bionic pancreas with a dexcom g7, including cgm readings in the 40s for approximately one to two hours, treatment with about 10¿12 glucose tablets, and a subsequent onetouch fingerstick reading over 500 mg/dl; the user then powered off and disconnected the pump and administered rapid-acting insulin by pen. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention, as medication was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.